Event description:
A ventilator was returned to a third party service center for preventive maintenance. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a service required alarm condition was observed in the downloaded event log. The device's sensor board was replaced to address the issue.